Manufacturer narrative:
Other relevant device(s) are: product ID: 9731203, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that the emitter was not communicating this morning. The electromagnetic localization system also had red status and said: emitter communication, cycle power and another error: emitter c ommunication error cycle power. Swapped to new emitter and this resolved the issue. The electromagnetic localization system was replaced yesterday due to over-heating, with new the electromagnetic localization system today the drive/noise for the fifth coil was f aulted. There was no patient present.

Manufacturer narrative:
H2) additional information: see b5. H2) additional information: d11: lot number for product ID 9731203 is 0400003202. H3) the emitter and electromagnetic localization system box were returned to the manufacturer for analysis. Analysis found that the reported issue could be confirmed. There was an emitter and electromagnetic localization system box communication error when the field generator was connected to the electromagnetic localization system box. There was a fault on coil 5. Analysis found that the reported event was related to a electrical issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received additional information that it was suspected the issues were unrelated and separate failure. It was suspected that it was possible the overheating electromagnetic localization system damaged the fifth coral on the emitter.

Manufacturer narrative:
Additional information: a medtronic representative went to the site to test the equipment. Testing revealed that hardware parts were replaced. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.